Event description:
It was reported via stelobot, that a skin reaction occurred. The biosensor insertion date and location were not specified. On (B)(6) 2025, the reporter indicated the biosensor caused cellulitis and a bacterial infection and the biosensor was removed at urgent care. No treatment details were specified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).